Event description:
It was reported that a spectrum iq infusion pump failed volumetric testing twice, testing over 21ml during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed volumetric testing twice over 21ml" was not reproduced. Evaluation sent device to flowline for flow rate accuracy testing with a delivery rate of 40 ml/hr at a volume to be infused of 40ml. The delivered amount was 41.683 and the error percentage was at 4.2075%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information:h3, h6, h11. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Device was sent in for flow testing and passed. A review of event history log revealed no abnormalities that could cause or contribute to the reported problem were observed. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.